Manufacturer narrative:
(B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing lap inguinal procedures. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: intraoperative complications total 28: bleeding 24, organ injuries 18, vascular 13, bowel 3, others 4 general complications total 16: fever 2, urinary tract infection 1, thrombosis 1, pleural effusion 1, myocardial infraction 1, renal insufficiency 1, others 10 postoperative complications total 35: bleeding 28, seroma 5, prolongs ileus or obstruction 2, wound healing disorder 3, infection 1 complication-related reoperations total 11 recurrence, pain and complications on 1-year follow-up: recurrence 12, pain on exertion 153, pain at rest 82, pain requiring treatment 50, trocar hernia 2, secondary heamorrhage 31, seroma 33, infection 13.